Event description:
It was reported that during a gastrectomy, the staple was malformed at the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (Damaged anvil former). Five devices were received sterile. One of the devices was opened and tested for functionality. The device fired and formed all the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device b was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. A batch record review was performed and no anomalies were found during the manufacturing process.